Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos) on the right ventricular (rv) lead. It was found that the patient¿s electrolytes were imbalanced. Sensitivity and polarity were reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.